Event description:
It was reported that a promus stent was implanted in an unspecified vessel on (B)(6), 2010. Reportedly, one week after stent implant, the patient developed a rash diagnosed by a dermatologist as eczema, neck to toes. Reportedly, the patient takes multiple showers for the pain. Patient has been on oral steroids three times, numerous topicals, injections under the skin, and steroids. Steroids seem to exaserbate the rash. The patient has been referred to an allergist. A reaction to plavix has been ruled out. Family has requested that the patient be tested for nickle allergy. No additional information has been provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported patient effects of, hypersensitivity (allergic reaction) and pain, as listed in the promus instructions for use (IFU), are known adverse events. In this case, the patient experienced hypersensitivity (allergic reaction) and pain post procedure which was treated with medications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, labeling and design.